Event description:
While the patient was being taken off cardiac bypass, two separate alaris channels or modules failed, which was detrimental to the patient. The patient was quite ill, and had a recent history of myocardial infarction (mi) and required vasopressors in order to help wean them off cardiac bypass. The alaris pump b channel turned itself off spontaneously (while infusing norepinephrine) without warning before completely shutting down. The channel was not manually turned off. The malfunction was identified when patient became suddenly hypotensive and required resuscitation. About 15 minutes later, staff noted that the psa number had increased, (indicating light anesthetic) and noticed that now the d channel had also spontaneously turned itself off without warning. The d channel was carrying versed, cisatra and sufentanil. A new pump was brought in and implemented, and no further problems were identified.